Event description:
It was later reported that, during the revision on (B)(6) 2014, the pump segment of the catheter was replaced. The pump was not flipped at this time, but had flipped several times before surgery. The catheter was severely coiled and there was no cerebrospinal fluid (csf) flow. Once the catheter was uncoiled, csf flow started again. Following the revision, the patient was receiving effective therapy.

Event description:
It was reported that, on several different dates, the patient tried to give herself a personal therapy manager (ptm) bolus and received a bolus denial with a time remaining to her lockout interval. Ptm logs were reviewed, which indicated that a successful bolus activation occurred, followed by a bolus denial with the same time stamp. The reason for the bolus lockouts was indicated to be ¿patient error in communication¿. The healthcare provider (hcp) was unable to do side port access and the pump reservoir was flipped. The healthcare provider (hcp) planned to revise the ¿reservoir¿. The patient experienced poor analgesia. As of (B)(6) 2014, the issue had not yet been resolved. The device system was used to deliver morphine. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).